Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display a fractured micropituitary tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a micro-endoscopic discectomy due to intervertebral disc herniation. Intra-op, tip of the product broke. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: product analysis: the superior shaft is broken at the lower portion of the pivot pin hole, and the upper shaft is cracked, with the interfacing hole shows edge deformation, consistent with overload. The above observations are consistent overload of the instrument.